Event description:
The customer reported that the device displayed error code 10003 upon power on. Error code 10003 is accompanied by the message/instruction system failure cycle power. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 10003 upon power on. Error code 10003 is accompanied by the message/instruction system failure cycle power. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.